Event description:
The customer reported that the c-arm froze up and it will not boot up. The system was not being used on a pt. The customer was attempting to get some images with the dicom retrieve and the system became unresponsive to anything he tried. The system was rebooted multiple times and it would not boot up. The system was down.